Event description:
I was initially able to wire the left circumflex artery with a 190 cm hi-torque pilot 50 guide wire, but ended up in vasa vasorum distally. I placed a balloon in the proximal segment to establish a channel to allow better working conditions. Unfortunately, despite numerous attempts with multiple different guide wires, I was never really able to access the distal most left circumflex system, and in fact after about 45 minutes I ended up with a wire fracture of the tip of a choice pt floppy guide wire in the segment of chronic total occlusion.